Manufacturer narrative:
The returned cable was evaluated. During visual analysis the cable was found to have a broken contact pin at the round 25 pin connector. The broken contact pin caused an open connection on the inner shield and not on the conductors the cable is functioning as designed.

Event description:
The customer reported when the sensor is first connected everything works fine for 30-120 minutes; then the reading "goes away." The customer would disconnect and reconnect the sensor to get the reading back, but this strategy no longer worked. It was also indicated that the sensor readings would fluctuate significantly lower to higher and then stabilize. Readings would drop down into the 70s before migrating back up and stabilizing into the mid 90s. No consequences or impact to patient were reported.